Event description:
Surgeon was using the ligasure advance monopolar tip sealer / divider and the monopolar portion of the device did not work. A second device was opened and utilized without incident. It is unknown if the second device was the same or different lot number.